Event description:
Additional information received reported that the ins was implanted in the left flank. The patient did not experience a shocking sensation and only experienced a heating sensation. The physician decided to replace the ins with a new ins. The date of surgery was reported to be (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID 97754 lot# serial# (B)(4) product type recharger. Product ID 3877-60 lot# unknown product type lead. Product ID 3877-60 lot# unknown product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-60, lot# unknown, product type: lead. Product ID: 3877-60, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via the manufacturer representative (rep) reported that there was recharging problems and pai n around the implantable neurostimulator (ins). Since about two months, the ins was only charging "half" and gets depleted faster than previously. They used to charge once a week and now has to charge twice a week. It was reported that they complain of occasional discomfort or even pain around the ins. However, they were not sure if it was worse recently. The patient stated that they had a fall about two months ago but that the issue started beforehand already. There was often poor coupling but they were not sure if this was more frequent and they also says they do still get at least 6 squares frequently. Regarding stimulation, they were satisfied and had not changed programming or increased in amplitudes recently. Clinician programmer info showed normal impedance expect for high impedance on contact 10. Battery service life was good, average charge was not reaching beyond 75%, typical coupling was 2 squares, and there was no swelling or redness observed on the skin. When charging, only empty squares showed and after trying a few times plus pressing on to the skin, there were 2 squares. Additional information received reported that no actions were taken yet since they were waiting for more instructions. The cause of the problem had not been determined and the outcome of the issue was not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The patient's recharging statistics with the old recharger were provided. It was reported that they tried supplying the patient with a new recharger. The patient reported via a telephone conversation on (B)(6) 2019 that they had tried the new recharger and it was working less than the old one. When using the new recharger, the screen showed that it was charging for a few seconds then it would turn off on its own. The patient returned to using the old recharger; however, they reported an uncomfortable sensation of warmth around the area of the ins when charging. The patient was advised to turn off the device and stop charging for safety if it became too uncomfortable. The provided recharging statistics showed that typical recharge duration was 0.9 hours, typical recharge interval was 2.0 days, and typical coupling was 0 coupling bars.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, lot# , serial# (B)(4), implanted: explanted: product type: recharger. Product ID: 3877-60, lot#: unknown, serial#, implanted: explanted: product type: lead. Product ID: 3877-60, lot# unknown, serial#, implanted: explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported tat the patient¿s ins was replaced on (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3877-60, product type: lead. Product ID: 3877-60, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that after initial review the ins was not flipped and no fracture/loose contact was noticed. No further complications were reported/anticipated.